Manufacturer narrative:
(B)(4).

Event description:
Procedure type: oophorocystectomy. According to the reporter: when the device was inserted, the blue part of the dilation shield was seen through membranes of the abdomen, not the tip of the device. It was found that the fin and the shield had broken. The surgery was done with the device. After the device was removed, the shield could not be found. It might remain in cavity. No bleeding was reported. No tissue damage was reported. Operating time was extended more than 30 minutes.